Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened while locked. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+, with leaflet tethering. The first clip delivery system was advanced and grasped both leaflets without issue. While establishing final arm angle (efaa), the clip opened while locked. Troubleshooting was performed, unlocking, opening, re-grasping and re-locking, however, the issue remained. Therefore, it was decided to not deploy the clip. The cds was removed without issues and another device was used in replacement. One mitraclip was implanted, reducing mr to grade 1-2 and 2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ establishing final arm angle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
A cine was received and reviewed by the clinical r&d (research and development) staff engineer. The reviewer stated that based on the videos provided, it is unclear how much the clip arms opened during the reported failed establishing final arm angle (efaa) attempts. However, the videos do align with the reported details that multiple grasps were performed and that the clip, ultimately, was not implanted and the clip delivery system (cds) removed. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ establishing final arm angle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.